Manufacturer narrative:
H11: additional manufacturer narrative: updated: g6, h2, h6: (type of investigation, investigation findings, investigation conclusions). It was reported that a patient with a 31mm 7300tfx mitral valve, implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of 6 years, 10 months due to regurgitation and stenosis. The patient presented with symptoms of heart failure. The tavr was performed with a 29mm 9755rsl valve. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia (hld), diabetes mellitus (dm).

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b5, b7, g6, h2, h5, h6 (component code, health effect impact, health effect clinical, device code). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve, implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of 6 years, 10 months due to regurgitation and stenosis. The patient presented with symptoms of heart failure. The tavr was performed with a 29mm 9755rsl valve. The patient was transferred to ICU post procedure.

Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve, implanted in the tricuspid position has been placed under evaluation for a valve-in-valve procedure after an implant duration of 6 years, 10 months due to unknown reason.

Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.